Event description:
It was reported that the customer identified a micro crack on a monopolar curved scissors instrument using a high magnified scope. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that two small micro cracks were found on opposites sides of the main tube near tube extension. Instrument passed electrical continuity test. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2cm of the distal end of the instrument shaft. Additional observation not reported by site was main tube scratches. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were short in length approximately 0.0405 and they were not aligned with the tube axis. Engineering concluded that the main tube scratches were likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the main tube scratches and cracks, found during failure analysis evaluation may cause or contribute to an adverse event if the failure mode were to recur.